Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The device also displayed an alert for right ventricular (rv) intrinsic amplitude out of range. Technical services (ts) reviewed electrogram (egm) and looks non-physiologic. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).